Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had a blocked channel. There were no reports of patient harm.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and there was no passage in the instrument tube. A boroscope was placed in the scope and found a lift near the joint. Also, evaluation found the bending section cover adhesive was cracked, the product label was peeled and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, d9, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the instrument channel lift could not be determined. Detection methods associated with the event are written in "reprocessing manual: chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during reprocessing.